Manufacturer narrative:
There are just a few cracks on the sides of the case. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl and 400 mg/dl. Customer stated that retainer ring was crack. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was declined troubleshoot for high blood glucose. Customer stated that auto mode feature was not active. The insulin pump will be returned for analysis.